Event description:
Caller reported an aviva system blood glucose result of 34 mg/dl at a time when she had symptoms of hypoglycemia. Her husband attempted to treat her with "orange juice with sugar, syrup, etc." She had difficulty consuming as much fluid and food as he was trying to give her and she vomited. She reported additional results from 45 minutes later of 41 mg/dl, 433 mg/dl, and 127 mg/dl within 10 minutes on the aviva system. Reported she was not certain if she had syrup, sugar, etc on her fingers at the time of the 433 mg/dl result. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.